Event description:
Surgeon reports that the corneal opacity resolved and that he does not think the event related to this product.

Event description:
Surgeon reports that while performing cataract surgery, corneal clouding was noted during irrigation and aspiration from the direction of 6 o'clock. He reports that the patient is improving. Additional information is being sought.